Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 8141359. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate, the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system was found with a broken needle handle before use. The following has been provided by the initial reporter: it's noticed that needle hub damaged after unwrapped the package.